Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the anterial tibial artery. The 3.0 x 80 x 150 cm armada balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The armada was advanced with some resistance noted with the lesion. The balloon was inflated to 8-10 atmospheres (atm); however, contrast was seen leaking out of the guide wire port. The balloon was able to be used successfully and removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and device analysis confirmed the reported leak in the shaft. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Fluid was observed leaking from the guide wire port on the hub, when the device was pressurized. The root cause of the hub leakage was identified as variation in shrinkage of the adhesive material during the bonding process. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.